Manufacturer narrative:
Tslim user guide states: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product being returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient experienced high bg 400 mg/dl.